Event description:
On (B)(6) 2013, patient reported her infusion site has been "red, white, and pus-like with blood emerging from the site" since she removed an infusion headset on (B)(6) 2013. She will see her doctor on (B)(6) 2013 for this concern and has been treating the site by applying ointment and a cool washcloth. She was unable to provide the lot number and expiration date, and the infusion set was discarded and will not be returned for evaluation. Follow-up was completed with the patient on (B)(6) 2013. She went to the doctor and was diagnosed with an infection at her infusion site. Her doctor prescribed an antibiotic for 10 days, and she will return for a routine appointment in.

Manufacturer narrative:
Since no material was returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to FDA. Device will not be returned.